Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-02242 / 02243 & 03474). Not returned by attorney.

Event description:
Legal counsel for the patient reports that the patient underwent a left total hip revision approximately 4 years post-implantation due to alleged metallosis, pain, loosening, metallic staining and fluid accumulation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. It was confirmed in operative report received that patient underwent a revision procedure approximately 4 years post-implantation due to limited mobility, acetabular loosening and fibrous fixation of the stem. During the procedure, edematous tissue, metal staining, scar tissue and a lack of bony ingrowth with loosening of the stem were noted. The stem came out of place, when trying to remove the femoral head. The acetabular cup, femoral stem and head were removed and replaced during the procedure. Competitor stem, cup and liner were used to complete the procedure.